Event description:
Per the clinic, the patient experienced skin overgrowth around abutment site (date not reported). Subsequently, the patient was placed under general anesthesia on (B)(6) 2024 in order to remove and replace the abutment.